Event description:
It was reported the lead was explanted and replaced due to inappropriate shocks, high impedance (>3000 oms), oversensing, and suspected lead fracture. Additionally, during the lead extraction the proximal ventricular subclavia was punctured as the stylet could not be pushed forward. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments analyzed.